Manufacturer narrative:
Analysis of the suspect system control plate kit was unable to confirm reported problem "not able to move due to collision zone coming frequently." Installed system control plate in test o-arm system. The system readied and functioned as expected while under test for two weeks. Collision zone warning occurred only when appropriate. No fault found. Unable to confirm complaint.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment and replace the system control board as a preventative. The medtronic representative reported that the preventive replacement of the system control board had an issue with firmware. Since it was a preventive replacement, the medtronic representatives then placed the old system control board back on that was previously used in the imaging system and had been working and then performed a full system checkout. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A medtronic representative reported that the site was experiencing issues with the imaging system, where it was not able to move due to collision zone message displaying frequently. Leds in the gantry were not able to x-ray. No further details regarding this issue were provided. There was no reported patient present when this issue was identified.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that in a second attempt to replace the system control board, they were unsuccessful. It was reported that the firmware on the board was still not up to date. The representative then returned to the site to attempt the installation again, the installation was not successful. The representative then returned to the site, and was able to perform the replacement. To perform the replacement, the viewing station of the imaging system power board and bootloader cable were replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect components have not been received by the manufacturer for evaluation.